Manufacturer narrative:
On 21-mar-2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that after the tubing was replaced, the issue resolved. The most probable cause of the reported event was due to contaminated tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported high to low and low to high ps and control recovery multiple assays, multiple lots failure with their aia-360 analyzer. The customer is unable to run e2, lh, and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, lh, and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.